Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -12.0/1.0/113 (sphere/cylinder/axis) was implanted into the patient's left eye (os). The lens was later removed due to a lens tear/break during injection/delivery into the eye. There was patient contact, but no patient injury. On (B)(6) 2023, a replacement lens was implanted and the problem was resolved. Cause of the event is unknown. Status of the eye is reported as, "normal."